Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device is noisy, shortness of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy, shortness of breath, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging device is noisy, shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information in section b5: the patient alleges difficulty breathing/short of breath. Section b3 and g3 was reported incorrectly in previous report which is now updated in this follow-up report. Section h6 is same as that of previous report.

Manufacturer narrative:
The manufacturer previously reported the serial number in section d4 as "(B)(6)", but the correct serial number in section d4 should be "(B)(6)".